Manufacturer narrative:
The unit was received with critical pump error after battery installation. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error. The motor flex connector was found unlocked per visual inspection. The unit was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was blocked and an error message occurred. The customer's blood glucose level was unknown. The device was returned for analysis.